Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was noted to be kinked. The coil delivery wire was noted to be broken. There were no anomalies noted to the coil. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on the device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. Additional information provide was the pusher wire of coil broke during introducing the coil into the microcatheter. An assignable cause of not confirmed will be assigned to the as reported coil delivery wire broken/fractured during use as the event was not confirmed during the analysis according to the event description, the event happened outside the patents body. An assignable cause of 'handling damage' will be assigned to the as analyzed 'coil delivery wire broken/fractured during preparation' and 'coil delivery wire kinked/bent' as the defect appears to be associated with handling of the product or portion of the product during preparation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during an endovascular procedure in a patient the subject coil pusher wire broke during introducing the coil into the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure in a patient the subject coil pusher wire broke during introducing the coil into the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information is available.